Manufacturer narrative:
We are fulfilling present report refering to report (B)(4). In this report the batch lot of products used are not indicated. Although we received the supposed defective product form our distributor which ensured us to be the product object of this claim. The kind of breakage we observed is due to a non-proper use of product, please look at the technical report attached. In order to avoid ant other problem we decided to better specify these aspects inside IFU section warnings. We have sent this revised IFU to distributor asking for delivery to the final user.

Event description:
Trapsystem needle handle broke off while being inserted during bone marrow biopsy.